Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas (B)(4) hub separated. The following information was provided by the initial reporter: according to the customer's report, the needle/shield part was separated from the barrel before use.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated. The following information was provided by the initial reporter: according to the customer's report, the needle/shield part was separated from the barrel before use.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of (1) loose 0.3ml bd insulin syringe were provided. The customer reported that the needle/shield part was separated from the barrel before use. The photos were reviewed, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A device history review could not be completed as no batch number was provided. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.